Manufacturer narrative:
The device evaluation also found the bending angulation was out of specification due to wear of the angle wires. The light guide lens was cracked due to external forces. Several of the device components demonstrated wear, deterioration, and scratches, due to use and physical/chemical stresses. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the forceps elevator wire was disconnected. There was no patient or user harm reported due to the event. The suspect device was returned to an olympus service center for evaluation. Upon inspection and testing, the forceps elevator wire was observed to be cut off, confirming the reported issue. Additionally, it was observed that there was a stain on the inside lens due to a gap in the adhesive. This report is being submitted for the malfunction found during the device evaluation (stained lens/gap in adhesive).

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 16-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.